Manufacturer narrative:
MDR initial 2 of 8. Name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level due to a bent cannula of infusion set and was treated with correction bolus via pump on (B)(6) 2026.